Manufacturer narrative:
The investigation into the product damage (detached inflow/outflow - great vessel) has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the patient was obese and serial dilation was done pre pump implant. Therefore, the root cause of the product damage (guidewire damage) issue was not determined since product was not returned for evaluation and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the patient had an attempted impella rp flex implant and there were issues with removing the guidewire. There was significant resistance met with the guidewire not being able to be removed from the impella. The impella rp and the wire had to be removed from the patient. When the impella was outside the body, the wire was removed from the impella with considerable effort and resistance. The staff confirmed the correct wire was used. A new impella was opened and implanted without issue. The guidewire was found to have a partial fracture.